Manufacturer narrative:
Result: operational problem; conclusion: operational context caused or contributed to event.

Event description:
It was reported that 7mm nim emg trivantage tube (8229707) would not stay inflated during a thyroidectomy procedure. The patient had to be re-intubated and upon inspection of the tube, it was discovered that the cuff that connects to the syringe had become disconnected from the luer lock connector. Although there was no patient impact reported as a result of the event, the surgery was delayed 10-15 minutes in order for the tube to be switched out.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation with the valve still attached to a standard non-calibrated syringe. The tube appeared clean with the wire harness cleanly cut approximately 4 inches from the tube. In a close-up view of the detached valve, cracked adhesive can be seen all around the perimeter of the bond. The leak was self-evident, therefore no leak test was performed. This complaint is confirmed for a leaking inflation valve/pillow joint.